Manufacturer narrative:
After internal review on (B)(6) 2026, e4 and h10 were corrected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone16.2. Cgm sensor type: dexcomg6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 390 mg/dl. Duration of pod use at the time of incident is unknown. Symptoms reported include nausea, vomiting, and diarrhea. The patient was treated with intravenous fluids. The patient was still hospitalized at the time of report on (B)(6) 2026.